Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to this issue. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support provided information on resetting the pump, which initially resolved the issue, but the malfunction recurred. A replacement pump was arranged to be sent, and the customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery. The customer was guided on returning the faulty pump and acknowledged the instructions.